Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n224580, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the programmer¿s refill date was not accurate. The device was decoupled and recoupled to resolve the issue. The drug infused by this system was unknown.